Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 flushed lines. Tested with no errors noted. Customer ran calibration and qc (quality control) with no errors. The most probable cause of the reported event was a clot on the lines - specimen handling - operational error.

Event description:
On (B)(6) 2016, the customer reported high pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.